Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review was conducted, and no nonconformities were found that would have led to the reported complaint. The complaint of particulate matter cannot be confirmed.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received.

Event description:
On an unspecified date, a clave¿ connector reportedly was associated with particulate matter in final drug product across multiple lots. The final drug product contained particulates such as cellulose/lignin, cellulose fiber, polypropylene, polyethylene, pvdf-hfp, textile cotton fiber, textile polyester fiber, eva, indigo cellulose or cotton fiber and fluorocarbon-based material. There was no reported patient involvement and no reported patient harm.